Event description:
It was reported that a small hole was found in the bd intima ii¿ IV catheter prn adapter needle tubing after removing it from the packaging. The following information was provided by the initial reporter, translated from chinese: "on (B)(6) 2022, the patient had an ectopic pregnancy and came to the hospital for treatment. Following the doctor's advice, the patient was given intravenous infusion. After opening the package of the closed intravenous indwelling needle, it was found that the indwelling needle had a small hole in the hose, and it was discarded immediately and replaced."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 2137663. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that a small hole was found in the bd intima ii¿ IV catheter prn adapter needle tubing after removing it from the packaging. The following information was provided by the initial reporter, translated from chinese: "on (B)(6) 2022, the patient had an ectopic pregnancy and came to the hospital for treatment. Following the doctor's advice, the patient was given intravenous infusion. After opening the package of the closed intravenous indwelling needle, it was found that the indwelling needle had a small hole in the hose, and it was discarded immediately and replaced."